Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, approximately three years and three months post-implantation of a 26 mm sapien 3 ultra valve in the mitral position within a pre-existing surgical valve, the patient underwent a balloon mitral valvuloplasty (bmv) to treat stenosis.